Manufacturer narrative:
Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was in for a clinic visit. Review of the log file by technical services showed a no external power event occurred while attached to an mpu. No date was provided. No other unusual events were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed no external power alarms. On (B)(6) 2018, a no external power event was captured while the system was operating on the mpu. The event appeared to be due to a loss of power to the mpu. A second no external power event was captured on (B)(6) 2018. This event appeared to be both power cables being disconnected. The system continued to be supported by the backup battery during each event and there was no interruption in pump operation. The log file appeared to show the system functioning as intended. The heartmate ii lvas patient handbook, document #10006962, rev. B, was available at the time of the event. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. The patient handbook also provides instructions on exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. The hmii patient handbook provides instructions on exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.